Event description:
When monoderm quill package was opened it appeared that the packaging was empty, however there were 2 needles that had come out of the packaging indicating they were not connected to the suture.